Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Expiration date: 11/2019. Device manufacture date: 11/2014. Reported to the FDA on january 5, 2016 (B)(4).

Event description:
It was reported the tracheostomy tube inflation cuff "failed" immediately during use. The tracheostomy tube was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: an unused device was returned for evaluation and it was found that the device could not be inflated with air as the device shrunk/deflated slowing during the process. Further water testing indicated a leakage as air bubbles were observed. Under magnification a pin hole was found on the device wall. After review of the returned device and a detailed batch review was performed and a discrepancy was found. Therefore, further action was warranted and a nonconformance report was opened. This complaint will remain open until completion of the nonconformance review. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).